Event description:
It was reported that during distal humerus fracture w/ olecranon osteotomy procedure, olecranon nail was used for osteotomy. When putting in the nail, the distal stabilization k-wire, which goes out side of the nail through the aiming arm, skived off the ulna and torqued the aiming arm causing the surgeon to drill outside of the nail for the locking screw hole. When they noticed what had happened, they repositioned the k-wire and redrilled the holes, and reinserted the screws. The nail was large for her canal. The ulna fractured at the tip of the nail, starting around the open hole that we drilled. It appears to be a combination of a rise in stress in an open hole, end of an implant, and a large implant in a small bone. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 3 of 3 for this complaint (B)(4).